Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-over 500 mg/dl) and went to the emergency room. The customer was admitted to the hospital for the high bg. Ketones were present. The customer had not yet been discharged at the time of the report. The contact reported that the customer was changing the type of infusion set being used. The contact did not have further information regarding the event. Although multiple attempts were made, no additional information was provided.